Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.

Event description:
The sales representative reported during a workshop the gear broke at the bottom of the right angle driver, which doesn't allow it to work.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product was visually evaluated and found to be in decent overall condition; some discoloration was observed. The knob rotates with much friction and the collet does not consistently spin (gears are slipping when handle is rotated). The driver was disassembled and there was significant discoloration and stripping found on the gears. Investigation results concluded that the reported event was due to excessive force and cleaning technique. If additional torque is applied after the screw is seated it is possible that the internal gearing of the driver can be overcome. In the warnings and precautions section of the instructions for use (IFU) for this product it is stated ¿avoid undue stress or strain when handling or cleaning instruments.¿ the discoloration is most likely due to residual from the cleaning process. The IFU also states in the sterility section that ¿staining and spotting may result on instruments that are steam sterilized if the instruments are not completely rinsed and free from residual chemicals. It is vital that proper drying cycles and the equipment manufacturer¿s recommendations are followed to prevent the formation of excess moisture and resultant water spotting.¿ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.